Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the pump supplies and the occlusion was resolved. Blood glucose (bg) was in the 500 mg/dl range and a bolus via the pump was delivered.